Event description:
A us distributor reported that a patient was receiving a service code 204 and reported a damaged electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (204 service code, damaged cable) has been confirmed. The electrode belt was not able to communicate with a monitor. Upon investigation the electrode belt trunk cable was cut with all wires severed. The root cause for the damaged cable could not be positively identified. There were no adverse events associated with the damaged belt.